Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received failed battery test alarm. The customer reported that the insulin pump went to blank display. The customer's blood glucose was 170 mg/dl at the time of incident. The customer stated that the insulin pump was not dropped, bumped or exposed to moisture. The customer stated that the battery cap contacts were damaged. The customer was advised to insert a new battery. The customer was also advised that they will be sent a replacement battery cap. The insulin pump will not be returned for analysis.